Manufacturer narrative:
The customer used a fresh reagent pack, calibrators and qc material. Upon retest, the qc was in range. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed quality control out of range for the advia centaur xpt sars-cov-2 total (cov2t) assay using reagent lot 007 on (B)(6) 2021.the customer repeated samples tested since the qc was in range on (B)(6) 2021 and observed initially reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results that were non-reactive (negative) upon repeat testing for six patient samples. The initial results were reported and questioned by the physician. One of the patients had a negative result for pcr. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2021-00150 was filed on february 22, 2021. Additional information - march 16, 2021: it was confirmed that the customer did not make any observations regarding the reagent pack that could have caused qc to be out of range. The customer also confirmed that fresh qc is poured into a sample cup each time qc is run. Additional information - april 7, 2021: non-reproducible false reactive results were observed with advia centaur xpt sars-cov-2 total (cov2t) lot 007. Qc was within specification at the beginning and was out of specification when it was run after processing samples. No issues were observed with the reagent pack that was onboard the system that gave the poor qc results. The customer put on a new reagent pack and calibrated. The patient samples were repeated and resulted as expected. The advia centaur cov2t IFU (11206926_en rev. 01, 2020-05) states "a satisfactory level of performance is achieved when the analyte values obtained are within the expected control interval for the system or within your interval, as determined by an appropriate internal laboratory quality control procedure. Follow your laboratory's quality control procedures if the results obtained do not fall within the acceptable limits. If the quality control results do not fall within the expected control interval, do not report results. Perform corrective actions in accordance with established laboratory protocol." Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible false reactive results, siemens cannot rule out pre-analytical factors or an unidentified reagent pack issue. No product non-conformance was identified. The customer is operational. No further action is needed. The advia centaur sars-cov-2 total (cov2t) lot 007 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.